Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms during a manual prime. Customer also reported their blood glucose reaching over 400 mg/dl. Customer has treated their blood glucose with manual injections. The customer also stated they did not have a bent cannula on their infusion set. Customer was advised the alarm may be caused by a infusion set/reservoir occlusion. Customer declined to troubleshoot for their high blood glucose. Advised the customer to replace their infusion set and reservoir. No additional information provided.